Event description:
The device was connected to a trauma patient diagnosed in ventricular fibrillation. Defibrillator energy was delivered to the patient who then coverted to asytole. Reportedly, when an attempt was made to pace the patient, the device prompted "attach cable". The pt was not resuscitated, but the reporter indicated the patient was not a likely canidate for resuscitation.